Event description:
The pt had reported on 10/15/04 that her one touch ultra meter was in the wront unit of measurement. The meter was previously set in the correct unit of measure. The pt was misinterpreting the mmol/l result as a low reading and was concerned since she was having hyperglycemic reactions. She had visited her doctor and was treated, but it is unknown as to what the doctor's meter results was and what treatment she received. Medical affairs specialist had called and left a message for the patient on 10/18/04, to obtain further information regarding the visit to the doctor and the hyperglycemic reactions she was having. There was no response back from the patient regarding the message left for her. A letter will be sent. She had also mentioned that she had to take juice on several occasions to bring up her blood glucose. There is no further clinical information provided.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.